Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they only had the implant for 10 days and they were still waiting for everything to settle in. Patient stated they were seeing small progress but not a lot of progress. Agent walked patient through how to connect with the implant, when they did that they noticed the MRI mode was activated, they don't have idea why. Patient mentioned that last time they connect with was in healthcare provider (hcp) office. Patient was able to successfully connect and increase stimulation to a comfortable level. Redirected with hcp if issue persisted.